Event description:
A distributor in (B)(6) reported that the inspiratory limb of an rt443 adult inspiratory-heated breathing circuit was "defective" after 24 hours of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt443 adult inspiratory-heated breathing circuit is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint inspiratory limb was returned to the manufacturer. The complaint device was visually inspected, pressure tested, and submerged in a waterbath to test for leaks. A heater wire resistance test was also performed using a multimeter. Results: the visual inspection revealed no damages to the returned complaint device. The pressure test and waterbath test did not reveal any leakage in the complaint device. The heater wire resistance test revealed the complaint device to be within specification for this product. Conclusion: we are unable to determine what may have caused the problem observed by the customer. No fault was found with the returned complaint device. All rt443 breathing circuits are electrically tested during production and those that fail are rejected. Our user instructions that accompany this product state the following: "check all connections are tight before use". "Check that gas flow to patient is not obstructed before connecting to patient". "Check system for leaks before connecting to patient". "Verify correct operation of the system before connecting to the patient".